Event description:
The manufacturer became aware of an allegation of three days of headaches when using a wisp youth mask with magnetic connections. The user reported to the customer that he had a shunt in his head and is not allowed to have any metal or magnets near it. The user stopped using the wisp mask with magnets and the headaches went away. There was no report of medical intervention. The mask was not returned for investigation despite requests for product. The wisp youth nasal mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single patient use in the home or multi-patient use in the hospital/institutional environment. The mask is to be used on patients 7 years or older (>40 lbs/18 kg) for whom CPAP or bi-level therapy has been prescribed. The wisp instructions for use includes the following warnings: the headgear clips contain magnets. Contact your healthcare professional before you use this mask. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 in. (50 mm) away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators and cochlear implants. Do not use in or near magnetic resonance imaging (MRI) equipment. Keep unassembled magnetic headgear clips out of reach of children. In case of accidental swallowing, seek medical assistance immediately. This report will be filed as an initial-final report. We will continue to monitor these complaints regarding magnets. If any additional information is received, a follow up report will be filed.